Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned. Herewith the investigation report as attachment.

Event description:
The patient contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The patient reported that the atomizer failed to produce an aerosol mist to alleviate his asthma symptoms after cleaning the device according to the company's cleaning instructions. The patient added that he required medical treatment at the hospital for his asthma exacerbation. The patient is a (B)(6) year old male with a past medical history that is significant for asthma. He does not report any allergies to medications and adds that he is a nonsmoker. Reference report number: 1054871-2013-00072.